Event description:
It was reported from (B)(6) that the upper trigger of the compact air drive device was unable to be pressed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number and complete facility address were not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H6, h10: device evaluation update: upon further investigation of the device, it was observed that the device also had a foreign substance/debris/cleaning/sterilization. The investigation findings has been updated accordingly. Correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 12/7/2021 to 1/6/2022.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the upper trigger did not move, the attachment release button was stuck, the reverse could not be done, the device had an insufficient output, and there was water leak from the push button and the upper trigger. It was further determined that the moving parts of the trigger did not move smoothly, and the trigger was sticky. It was determined that the device would not reverse, had insufficient/low power, liquid leak, and component damage. It was further determined that the device failed pretest for check the attachment coupling, check for sticky trigger, check forward and reverse mode function, check power with power test bench and check for air leak. Therefore, the reported condition of the device stopped working by itself was confirmed. The assignable root cause was determined to be due to component failure from wear. Correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 12/7/2021 to 12/21/2021.